Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was capped due to undersensing and the presence of atrial fibrillation in the patient. The lead was not replaced. No patient complications have been reported as a result of this event.